Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. The lead was returned in two pieces; 14.2 cm of the proximal portion of the connector pin and 49.2 cm electrode tip. Analysis found internal abrasions at 9.2 cm to 11.2 cm and 32.0 cm to 33.0 cm from electrode tip. Re cables were visible, but coating was not breached.